Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should analysis be performed.

Event description:
It was reported that this device was explanted due to unknown reasons after 4 years of being implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device was explanted due to unknown reasons after 4 years of being implanted. No additional adverse patient effects were reported. Product investigation was completed, device passed mechanical and automated testing.